Event description:
It was reported that the stimulation was not covering the pain as intended. As a result, a reprogramming session was completed the two to three weeks prior to (B)(6) 2014. After the reprograming, the patient had to charge the stimulator once a day to keep it charged. Prior to the reprogramming, the patient was charging about once a week. Occasionally, if the patient checked the implantable neurostimulator (ins) battery level status at night and saw it was low she would charge again. Over, the weekend prior to (B)(6) 2014, the patient was charging the stimulator on saturday and it got to the point where the recharger needed to be plugged in. It worked for a while but then nothing. The patient tried the charger without plugging in and it did not work. Usually, the patient could charge without plugging it into electricity. The patient tried it this morning by just putting the charger on and it did not work at all. The recharger was not charging. The patient had not been able to charge for three days. The patient observed a green light on the desktop charger. However, the connector pin on the desktop charger felt a little loose. The patient pressed the audio key on the recharger but nothing came up on the screen. The patient stated the issue with the recharger the weekend prior to (B)(6) 2014. A recharger and desktop charger were sent to the patient. Analysis of the desktop charger found that the connector was broken. Analysis of the recharger found no anomaly. Complaint unverified, no issues found during bench testing, no issues with charging ins or recharger or communications. However, it was noted that the face plate was scratched and the recharge antenna cable was discolored. It was later reported that the patient was sick from (B)(6) 2014 until the middle of (B)(6) 2015, and did not charge. When the patient went to recharge, it was on regular recharging screen and had all 8 coupling boxes and the patient was recharging. The ins showed ¾ charged. The patient did not see the lightning bolt. When the ins was turned on, she now felt pain in the back and turned off her ins. There was a shocking or jolting sensation when stimulation was turned on. The patient was not getting any charge on her right side. Recently when she turned on her ins she felt pain in both shoulders. She was having pain in the right shoulder since about 2014. In morning of (B)(6) 2015, the patient was trying to recharge and turned the ins on and got pain. It was later reported that the patient told a healthcare provider (hcp) that her spinal cord stimulator (scs) device was not working. It was known if it was an external device or the ins that was not working.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n332676, implanted: (B)(6) 2012, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).